Event description:
Blood glucose 216mg/dl at 6am. Took 8 units of insulin based on reading. Ate breakfast and retested at 8am = 270mg/dl. Took another 3 unites of insulin. Customer had a reaction at 10:30am. Passed out while on phone. Neighbor came over and administered soda and honey. Blood glucose tested at 12pm = 156mg/dl. Retested at 12:36 pm = 464. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.